Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue and replaced the power pcb assembly. The device was returned to the customer after it passed functional and performance testing. During evaluation of the removed power pcb assembly, the issue was not able to be duplicated. The root cause was not able to be determined.

Event description:
Physio-control received a report from the customer that the device would not turn on. In this state, the device may not be able to provide defibrillation therapy if needed. There is no report of patient involvement associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control received a report from the customer that the device would not turn on. In this state, the device may not be able to provide defibrillation therapy if needed. There is no report of patient involvement associated with this event.